Manufacturer narrative:
On 9/24/2020, biosense webster inc. Received additional information indicating the adverse event was discovered post use of bwi products. The physician stated it is that the cause of the event is most probably patient's condition or procedure. There was no evidence of a steam pop. Correction: it was that the incorrect method code was reported in the 3500a initial medwatch report. As such, the h6. Method code has been corrected from 4114 (device not returned) to 4415 (device discarded). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The patient required extended hospitalization. Product complaint # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
This event is related to a post-market clinical trial (miyabi registry, ID: 54-013, (B)(6). It was reported that a patient underwent paroxysmal atrial fibrillation ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring extended hospitalization. The procedure was successful. The patient¿s condition improved (¿became less severe¿). The principal investigator assessed this event as serious, moderate in severity, perhaps related to the device, perhaps related to the procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available in the future; the reportability decision will be reassessed.